Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 289 mg/dl. Nothing further reported.